Event description:
It was reported that the patient experienced a cerebral spinal fluid leak during a previous revision procedure. The physician was able to use surgical glue to repair the puncture. The patient was doing fine post-operatively but did develop a headache and intense pain. The patient was hospitalized for two days for the dura puncture. The device was not returned to bsn as it was discarded.